Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure. According to the complainant, the injection gold probe needle would not retract. Further information regarding the circumstances surrounding this event was not available from the complainant. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.